Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. A defibrillation threshold (dft) test was performed and out of range measurements were obtained. The physician will continue to monitor this patient. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. A defibrillation threshold (dft) test was performed and out of range measurements were obtained. The physician will continue to monitor this patient. No additional adverse patient effects were reported. At this time, this device system remains in service. Further information was received that the ICD delivered 5 inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Out of range shock impedance measurements were obtained after therapy was delivered and a code 1005 indicative of an open circuit condition was displayed. Technical services (ts) recommended lead replacement as therapy cannot be guaranteed. No additional adverse patient effects were reported. This lead remains in service.